Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. During the procedure, the user noticed significant tension on white knob when attempting to create capsule gap and ultimately could not create capsule gap due to this tension. Significant left femoral/iliac tortuosity noted. Delivery system was left inserted while a new delivery system and valve was prepped. Original delivery system was then removed from the left femoral access site. The new delivery system was inserted in the same left femoral access site. It was noted to traverse up the ivc more easily with less force. Once across, capsule gap was successfully created and case progressed as normal. There was no patient injury due to this event.

Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.